Manufacturer narrative:
(B)(4). The air in tubing (without alarm) was not confirmed and the cause is undetermined cause. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display during fill 1. The home patient (hp) stated that there were large bubbles in the patient line. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated that she changed out her supplies and the tsr advised her to make sure the fluid was all the way to the top of the patient line before starting therapy. The hp stated that her therapy went fine after that. There was no patient injury or medical intervention associated with this report.